Event description:
It was reported that this right atrial (ra) lead initially exhibited inconsistent sensing and no capture. It was then confirmed via chest x-ray that the lead had fallen/dislodged. This lead remains in service. No adverse patient effects were reported.